Manufacturer narrative:
An event of circumferential pericardial effusion, low blood pressure and cardiac arrest was reported. Field indicated that there were multiple manipulations during the procedure due to challenging trajectory. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible that the operational difficulties may have contributed to reported patients. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The unexpected medical interferences were result of case-specific circumstances as pericardiocentesis was performed due to pericardial effusion and chest compressions were initiated due to pulseless electrical activity. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was chosen for implant using an 14f amplatzer torqvue delivery sheath. Internal jugular vein access was obtained, and a transseptal puncture was performed to access the left atrium. Following the puncture, a pericardial effusion was identified, and pericardiocentesis was carried out to manage the effusion. The physician elected to proceed with implantation of an amulet device. The device was introduced; however, deployment was not achieved due to lack of coaxial alignment, and the device was subsequently removed. The delivery sheath was exchanged for a steerable sheath and reinserted. During this process, the patient experienced a significant drop in blood pressure and developed pulseless electrical activity (pea). The delivery system was removed, and chest compressions were initiated. The patient stabilized following resuscitative measures. Per physician assessment, the complication was not attributed to the amulet device. No device was implanted in the left atrial appendage (laa). The patient is reported to be stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.